Event description:
It was reported that an ablation procedure was aborted. The procedure started off with everything working well; halfway through the case, a power failure occurred. All power in the lab went out for a few seconds, despite the lab being on an uninterruptible power supply (ups) system. All systems came back online with no issues. Soon after, when the physician attempted to ablate for the first time since the power failure, an error on the pump occurred stating "check flow." A purge was attempted but the same error code continued to immediately display. Both the pump and the maestro 4000 generator were powered off and then on again, but the error persisted. The tubing was then switched out. Upon trying to purge, the message "open door fully and re-close before continuing" appeared. Despite all efforts to close and latch the door, the pump would not recognize that the door was closed. The issue was not able to be resolved and therefore the physician was unable to ablate. There were no adverse effects to the patient. The pump has been received by boston scientific for analysis.

Event description:
It was reported that an ablation procedure was aborted. The procedure started off with everything working well; however, halfway through the case, a power failure occurred. All power in the lab went out for a few seconds, despite the lab being on an uninterruptible power supply (ups) system. All systems came back online with no issues. However, soon after, when the physician attempted to ablate for the first time since the power failure, an error on the pump occurred stating "check flow." A purge was attempted but the same error code continued to immediately display. Both the pump and the maestro 4000 generator were powered off and then on again, but the error persisted. The tubing was then switched out. Upon trying to purge, the message "open door fully and re-close before continuing" appeared. Despite all efforts to close and latch the door, the pump would not recognize that the door was closed. The issue was not able to be resolved and therefore the physician was unable to ablate. There were no adverse effects to the patient. The pump has been received by boston scientific for analysis.

Manufacturer narrative:
The reported failure of device displays error messages was confirmed through analysis. The metriq pump was received with a detached glass window of the cable tube set switch pump subassembly and the door latch was misaligned. The device did pass all of the functional testing it was noted that the system was running on older software. Product investigation did not identify any potential product quality issue or any new patient harm. Therefore, it can be concluded that the damage to the cable tube set switch pump subassembly door was the cause of the complaint. A device history record review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. A labeling review was not performed as the complaint does not present the user as not properly handling/using the console, or used it against the dfu/ instructions for use labeling. This investigation is assigned the most probable conclusion code of cause traced to component failure.